Event description:
The customer reported that the clear insulation became loose and fell into the pt. It was retrieved from the pt's abdomen. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.